Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was syncopal due to a fracture and failure to capture on the right ventricular (rv) lead. The rv lead was partially removed and replaced. No further patient complications have been reported as a result of this event.